Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 400 mg/dl. The customer did not mention any symptom or treatment related to high blood glucose level. The insulin pump also had a partial display. The customer was trying to bring the blood glucose down on its own and it was dark in the three corners and it was black on the screen. The insulin pump will be returned for analysis.